Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: e3. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection, the unit failed the helium leak check and the unit was losing more than 20psig in less than 5 minutes. The fse replaced the high pressure regulator (0103-00-0637) and hi press 3500 psig (0682-00-0092-01) which resolved the helium leak. The, upon further inspection, the fse found that only the vidg and disp boards were populating on the configuration data. So, the fse replaced the executive board (0670-00-0770), and now all boards were populating in the configuration data. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit helium leak. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.